Event description:
During a sub-total gastrectomy procedure, the "anchore" block broke. The surgeon applied another device without patient injury.

Manufacturer narrative:
7/2/97-supplemental report #1 submitted to FDA.